Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during visual inspection of the sample, it was unable to perform analysis since the device was damaged during decontamination. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: irregularity in the device. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) year old caucasian female patient underwent an unknown breast surgery with mentor memorygel 490cc silicone breast implants. The surgeon recognized a dime size area of the implant that looks different than the rest of the implant. Described as an area of irregularity. The implant was replaced with another mentor device with serial number (B)(4), catalog number shpx49 on (B)(6) 2018.